Event description:
It was reported that the compressor malfunctioned and the red indicator led turned on. The red indicator led is turned on when the compressor is generating an alarm. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the reported compressor-mini event has been finalized. The visual inspection of the returned compressor pc board did not reveal any failures. The returned pc board was mounted in a reference compressor-mini. Simulated-use testing was performed without reproducing the reported failure. The compressor-mini provided a ventilator with air successfully without generating any alarms. The returned compressor pc board works according to specification. The cause for the reported temperature alarm and burnt smell at the hospital cannot be established by this investigation as a result of our ability not to reproduce the errors during simulated-use testing.

Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.